Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: d.1., d.2., d.4., g.1., g.5., h.4.

Event description:
Healthcare professional reported exchange of textured implants, and left side rupture. The left side device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified: brown particles on the shell, broken shell and others, underweight and crease flat. A microscopic analysis was performed which identified: broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior assessed as unidentified (tear) opening.

Event description:
The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured implant. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported exchange of textured implants, and left side rupture. The left side device remains implanted.